Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The overlay tubing of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant blood was found inside the right ventricular (rv) lead body and the insulation integrity appeared compromised. The rv lead was not used and a different rv lead was implanted in its place. No patient complications have been reported as a result of this event.